Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d and c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B6 relevant tests/laboratory data, included - correction to, "cgm 6.3 mmol/l; bg meter 19.1 mmol/l" on the initial MDR. H2 additional information. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, a correction is required.